Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, periprosthetic fracture of the acetabular component patient was seen in clinic post sx between jul 2015-jan 2013. Improvements were slow. Patient was not fully weight beaning. Patient ended up having a failed acetabular on (B)(6) 2013, the patient underwent a revision with cage reconstruction.